Event description:
--

Manufacturer narrative:
Additional information was received noting that it was suspected that the surgeon inserted a needle into the lead during the procedure which caused the noise and the shock. The device was subsequently returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient was unresponsive and device interrogation revealed a message that a short circuit condition was detected during shock delivery. System evaluation confirmed that the patient did receive therapy for ventricular fibrillation (vf) and therapy was also not delivered due to this fault. A review of the daily measurements were all good and stable. A boston scientific technical services consultant instructed the physician to review the arrhythmia logbook and noted that morning that the patient had many episodes. Some of the episodes were non-sustained but others showed anti-tachycardia pacing (atp) and shock and some showed vf with no therapy. The physician noted the most recent episode had two shocks but both impedances were 51 and 52 ohms but the logbook shows no therapy. The physician also stated the episode prior to that did show the short circuit detected with shock delivery. A boston scientific technical services consultant discussed that once the fault occurs, the logbook is not going to report therapy correctly as noted by the no therapy vf episode that really had two shocks. This could be an intermittent condition and suspect a shorted lead condition so recommend lead be replaced and also device as the device could be damaged. A replacement procedure was performed and the boston scientific device and the competitive lead were removed from service and replaced without further incident.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product issue will be updated if addtional information is received.